Event description:
The rptr stated that, at some earlier date, a paramedic had used the 4 lead pt cable, pulling the metal snaps out of the plastic moldings when removing the ECG electrodes following a pt use, then placing the cable in its storage case. The rptr stated that, when he went to use the 4 lead pt cable on a pt at a later date, he discovered it couldn't be used and instead connected the pt to the monitor with pacing/defibrillation/ECG electrodes and monitored the pt through the device's quick look function. No adverse affects to the pt were reported as a result of the alleged malfunction.